Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a flickering image and displayed error b30. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. However, the investigation suggests the most probable cause was a failure of an electrical or electronic component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.